Event description:
The svc report shows that while performing a maintenance action, the mallinckrodt customer support engineer (cse) verified the audio alarm was lower sounding than normal. The cse verified with the staff on hand, that no dorsi had occurred. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to be event alleged in this report.